Event description:
It was reported that in the pt's room four days after the catheter was placed, a leak was found near the junction hub of the catheter placed in the pt's right femoral vein. As a result, an intravenous drip was used instead to inject medical solution. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.